Event description:
On (B)(6) 2021, it was reported by a facility representative via sems that an ar-9510-2 broach handles spring mechanism fell apart. This occurred during a case, with no patient effect reported. During returned device evaluation, a reportable malfunction was discovered.

Manufacturer narrative:
During returned device evaluation, a reportable malfunction was discovered. Complaint confirmed, the ø.0787 in pins fell out and were not returned. The trigger assemblies were disassembled and not returned. The welds of the ø.188 in pins are also cracked and the strike plate is worn due to impaction.